Manufacturer narrative:
The device is not expected to be returned. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The two additional devices referenced are filed under separate medwatch report numbers.

Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a proglide device. Reportedly, the sutures of the proglide device did not achieve hemostasis. Another proglide device was used and hemostasis was still not achieved; therefore, another proglide device was deployed. This proglide did not fully achieve hemostasis as there was "residual bleeding"; therefore, manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the previously filed medwatch report, additional information was provided. It was reported that the sutures of two proglide devices were successfully pre-placed, using the pre-close technique) in the right common femoral artery via a 6f sheath prior to a transcatheter aortic valve implantation (tavi) interventional procedure. The sheath was upsized to an 18f and the tavi procedure was completed. Reportedly, the sutures of the two proglide devices did not fully achieve hemostasis. Another proglide device was deployed; however, hemostasis was not fully achieved; therefore manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. Based on this new information the first and second preplaced sutures performed as intended and would not be MDR reportable.

Manufacturer narrative:
The lot history record (lhr) review query for this product was not performed because the lot number was not reported and the product was not returned for analysis. Analysis will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device issue. Based on the new information in b5, this second preplaced proglide suture performed as intended and would not be MDR reportable.h6: removed device code 4001 and added device code 3189.